Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an auxiliary control unit failure. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found chip on both front corners of top case and a crack on the bottom case. Tamper seal was intact. There was no evidence of the error recorded in the event history log (unable to download). The investigation was unable to duplicate the failure. It was recommended that the speaker be replaced as a preventative measure. Replaced top case and bottom case for physical damaged also cleaned and greased the whole motor assembly for noisy motor was found during repair. The root cause of the reported problem was undetermined as no fault was found with the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: correction: d4: model number: 4000.